Manufacturer narrative:
(B)(4). The lot 13c028 was manufactured march 10, 2013-march 11, 2013. The device was received for evaluation. A visual inspection on the device (via the naked eye) noted a solid white particle approximately between 1.35 and 2.09 mm in length, floating in the fluid pathway of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The direct cause could not be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a particulate matter inside of its reservoir. This was found after the device was filled with tobramycin and colistimethate and before patient use. There was no patient involvement. No additional information is available.